Manufacturer narrative:
Concomitant medical products: product ID dvmb1d4, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable defibrillator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the implantable neurostimulator (ins) was deactivated for an unrelated implantation of a implantable cardiac defibrillatory pacemaker. The hcp stated that the patient was visibly uncomfortable without the stimulation being on. Following the procedure, the ins was programmed back on and arrangements were made for the neurologist to program the patient to an appropriate setting. The patient's medical history included ischemic cardiomyopathy and advanced parkinson's. The patient's concomitant medications included aspirin 81 mg tbec, atorvastatin 80mg tabs, carbidopa-levodopa 50-200 mg tbcr, carbid opa-levodopa 25-100 mg tabs, furosemide 20 mg tabs, losartan 25 mg tabs, melatonin 10 mg caps, nicotine transdermal patch 7 mg, polyethylene glycol powd (miralax), ticagrelor 90 mg tabs, and trihexyphenidyl 2 mg tabs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was in the hospital due to having a defibrillator placed. Following the unrelated surgery, the patient began shaking and could not be discharged until the manufacturer representative (rep) assessed the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.